Event description:
Note: the event date is unknown. A boston scientific corporation product (colonic stent, device unknown) was used during a stent placement procedure. According to the complainant, the [c] customer made [an] abstract for colonrectal stenting success on b2s and palliative procedure. They noticed that [the] perforation rate was high. Three perforation [events] occurred soon after stent placement. Two of the pts were so weak condition that this was a known risk but one pt had perforation that was not expected." Several attempts to ascertain further info about the abstract, pt, procedure, and user facility have been unsuccessful. There were three events reported by the complainant; the other events are addressed by MFR reports # 6000050-2007-00155 and 6000050-2007-00156.

Manufacturer narrative:
The product is unknown; therefore, a device history record (DHR) review, similar complaint search, and complaint trend report review are not possible. Although it is unknown if the abstract mentioned in block b5 was published, an internet search, based on author, was conducted. This search revealed one poster abstract by pirita varpe. This abstract was published in colorectal disease (volume 9, issue s3, october 2007). Although the general subject of the abstract (surgery for colorectal cancer) is relevant, there is no mention of colonic stents, bs2, or of the patient issues described in this report.